Event description:
It was reported that this right ventricular (rv) lead exhibited sensing issues and noise. According to the information provided, this lead has been surgically abandoned. Due to the limited information received, further follow-up to obtain related details was not possible.